Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 180756: (B)(4) items manufactured and released on 04 june 2018. Expiration date: 2023-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed on the same day of primary surgery due to proximal femoral fracture. The fracture was discovered after primary so a revision was necessary. Amistem-h stem was replaced with the cemented stem. The reason for bone fracture is unknown.